Event description:
It was reported that: while the device was ventilating a pt in simv (synchronized intermittent mandatory ventilator) mode. The customer reported that shortly after suctioning the pt, the device switched to cmv (continuous mandatory ventilation) mode without user interaction. The user switched the device back into the desired ventilation mode. No pt injury reported.